Manufacturer narrative:
Although pseudoaneurysms are somewhat rare, it is an observed complication with cardiovascular surgeries involving suture line. Often times this complication is related to technical issues related to the procedure. Pt underwent a truncus arteriosus repair including vsd closure, placement of 9 mm pulmonary homograft rv to pa conduit, asd closure, patch augmentation of ascending aorta and pda ligation and division. Cardiac drug therapy was also in use on this pt. The shelhigh pericardial patch was removed during a second operation. Upon examining the patch during the removal, the shelhigh pericardial patch did not look suspicious. In addition, the pt never had a positive culture. Therefore, it has been concluded that the incident is not device related. The event occurred in 2007. User facility reported the event the FDA on 5/18/07. The MFR was notified of the invent 6/4/07.